Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. Sometime during the deployment the j segment became detached from the temporary arteriotomy locator (tal) and remained in the pt. The procedure was aborted, the j segment was removed with hemostats, and manual pressure was applied. No further complications were reported.